Event description:
It was reported that the patient had a problem with the pain pump in the past and ¿they had to go back and fix it¿. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) indicated an MRI was being performed and it was not related to the device or therapy. However, the patient mentioned the pump was not functional. The reporter had no further information. The patient had since her pump doctor for 2-3 years. The pump had been beeping for 6 months. The pump was last filled in 2013. The pump was last known to deliver saline. Additional information was requested from the hcp regarding troubleshooting performed, if the cause of the alarm was determined, and what actions/interventions were required to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the pump was still alarming. It was thought the pump was out of saline. The patient was no longer going to use the pump and was not going to have it removed (not in good enough health to have the pump removed).

Event description:
Additional information: the patient was in the process of scheduling surgery to have the pump removed. Per the patient¿s daughter, the pump had never worked for her; she had never gotten relief from it. The patient¿s daughter also stated that it ¿has been the biggest mess; it¿s just been the biggest nightmare situation, and now it has to be removed because it is getting close to the expiration date¿. The pump had been turned off for about a year as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information later received reported the pump did not work, never worked from the beginning. Per the reporter they had tried a few drugs over time. The pump was not being used and the pump had saline currently in it. The reporter wanted to know if the patient would be harmed if the saline runs out and if the pump could be implanted long term.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-dec-13. It was reported that the pump was continuing to alarm, and the patient began experiencing symptoms of nausea in the summer of 2016. The patient had not been back to the pump managing hcp. An ultrasound was performed, but at the time the pump was not considered to be a possible contributing factor. The patient thought the saline had run out, and wondered if the pump could have caused an issue with nausea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they could no longer hear the patient's pump beeping. There were no further complications reported at this time.